Event description:
Pt had an anaphylactic reaction while undergoing a cystoscopy procedure with a scope that had been disinfected in disopa solution. Upon removal of the scope the pt experienced loss of consciousness and body-wide itching and wheal. It is reported the pt has recovered.